Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The same day as event onset, the patient began treatment with intraperitoneal (ip) injection of vancomycin (1 gram, every fifth day, duration not reported) and ip injection of fortum (1 gram, per exchange, duration not reported) for peritonitis. Dianeal therapies were ongoing. At the time of this report the patient outcome was unknown. No additional information is available.

Manufacturer narrative:
Two days after the event onset, the patient was hospitalized for peritonitis and discharged five days later. On an unknown date, the antibiotic therapy was discontinued. Fifteen days after the event onset, the patient was deemed recovered. Should additional relevant information become available, a supplemental report will be submitted.